Event description:
It was reported that an intra-aortic balloon was inserted via a sheath. At the onset on pumping with an arrow autocat console, the iab did not unwrap and inflate. Manual inflation was performed, but the iab did not unwrap/inflate. As a result, the iab was removed and replaced without further difficulty. There were no reported patient complications.